Event description:
Boston scientific received information from a boston scientific field representative that this right ventricular (rv) lead was associated with high out-of-range shock impedance measurements. Review of the daily lead measurements showed a gradual increase in measurements. During clinical isometric exercises, the measurements were high, but within range. A boston scientific technical services consultant (ts) discussed troubleshooting strategies. The representative reported the patient will be monitored and the situation re-evaluated during the next regularly-scheduled device check.

Manufacturer narrative:
As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.